Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: please provide the following information regarding why these 2 additional products were received under this complaint. Product code vp2317s, lot t3027: - why was this device returned? To check the difference. - does the device with product code vp2317s, lot t3027 belong under this complaint? No. - if this device belongs under a different complaint, please provide pc number. Not a complaint product. - was there a complaint with this device? If yes, please explain the device issue. Nil - was this device returned in error? No. One needle-suture piece with an unknown product code (appears to be a ethilon product): - why was this device returned? To check the difference of the needle size. - does the one needle-suture piece with an unknown product code belong under this complaint? No. - if this device belongs under a different complaint, please provide pc number. Nil - was there a complaint with this device? If yes, please explain the device issue. No. - was this device returned in error? Yes, my mistake.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 UDI. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Ten representative unopened samples were received for analysis. Product code: vp2317s. To evaluate the condition of the returned samples, all packets were opened. The swage and attachment area were noted to be as expected. The needles were compared against the finish drawing and were measured in diameter; rmc ntb-408 (sales type mh-1, ½ circle, needle size 29 mils) and the results meet the ethicon requirements in addition, a functional test was performed using instron equipment, and the tensile strength results were above the minimum requirements. The device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: extra product received. Juarez lab received under (B)(4); 1 empty packet with lot # t3027 code vp2317s and 1 needle-suture piece know product code (appears to be a ethilon product). Please confirm if the product received belongs to this complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This complaint was reported for product code vp2317s, lot t3017. The following additional products were returned under this complaint: 1 empty packet with product code vp2317s, lot t3027 and 1 needle-suture piece with an unknown product code (appears to be a ethilon product). Please provide the following information regarding why these 2 additional products were received under this complaint. Product code vp2317s, lot t3027: why was this device returned? Does the device with product code vp2317s, lot t3027 belong under this complaint? If this device belongs under a different complaint, please provide pc number. Was there a complaint with this device? If yes, please explain the device issue. Was this device returned in error? One needle-suture piece with an unknown product code (appears to be a ethilon product): why was this device returned? Does the one needle-suture piece with an unknown product code belong under this complaint? If this device belongs under a different complaint, please provide pc number. Was there a complaint with this device? If yes, please explain the device issue. - was this device returned in error?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: any patient consequences? No, but it was quite difficult for the surgeon. Device return status? Yes, returned. (2 damaged foils & the rest 10 foils from the same box ). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the surgery they got suture with different needle sizes (small). They were forced to use it at that time and it was broken when the suture penetrated. They informed me the suture has a different needle size (small) than normal size. The sales rep checked with the normal suture and both are different. No adverse patient consequences were reported. Additional information was requested.